Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure an angiogram revealed that the endurant iis stent graft bifurcate was implanted 5 mm lower than intended and there was a proximal type I endoleak. The physician elected to implant an endurant aortic cuff to extend coverage to the lowest renal artery. An angiogram then revealed that the proximal type I endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy. No additional clinical sequelae were reported and the patient is fine.